Manufacturer narrative:
Batch review performed on 19 september 2022. Lot 2012851: (B)(4) items manufactured and released on 06-may-2021. Expiration date: 2026-04-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 11 months after the primary, the patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.